Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unspecified date in the same month, the patient began treatment with injection amikacin (250 mg per bag and frequency not reported, intraperitoneally) for peritonitis. The patient¿s outcome was unknown and the action taken with pd therapies was not reported. No additional information is available.